Manufacturer narrative:
Due to chemotherapy contamination, no product will be returned. Although requested, a picture of the affected tubing set has not been received. The customer complaint could not be confirmed because the product was not returned for failure investigation, nor a picture of the affected tubing set received. The root cause of this failure was not identified.

Event description:
It was reported that the nurse entered the patient's room to assess the patient's PICC line due to a continuous chemotherapy infusion. When the patient moved his/her arm, it was noticed that there was a pink stain on the bed, as well as, the patient's posey vest. The pink stains matched the color of the chemotherapy medication and was presumed that the leak was the medication. The nurse paused the infusion and examined the tubing set to find that the leak was occurring from the tubing set filter. The nurse determined that the medication volume in the tubing set was approximately 30ml and would be lost when replacing the tubing set, however, the when the nurse informed the md, there were no new orders to make up for the lost volume of chemotherapy medication. The nurse squeezed out as much of the medication as possible from the drip chamber and replaced the tubing set. It was further noted that the patient was on day 4 of 5 of this continuous chemotherapy infusion. The patient denied accidentally pulling or messing with the tubing set and has been disconnected from the continuous infusion on a nightly basis to shower and the same tubing set has been used without difficulty.